Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient underwent l5 laminectomy and l4-s 1 posterior fusion. Foraminotomies l4-5 and l5-s1 bilaterally, l5-s1 interbody fusion using abbot cages and local morcellized autograft, bone marrow aspirate and platelet gel, and posterior segmental instrumentation, l4-s1 bilaterally using abbott spine. (B)(6) 2006, an anterior l4-5 and redo posterior l4-s1 fusion. Removal of old hardware and debridement of old fusion, l4 to s1, placement of abbott spinal fixation devices, redo lumbar fusion l4-s1 using bone morphengenic protein, anterior alif l4-5 using abbott cage and bmp. (B)(6) 2006 replacement of the posterior metallic fusion per the operative report. There is no evident hardware complication of the l4-l5-sl posterior metallic fusion, interval placement of posterolateral osseous grafting material, stable interbody cage at l5-s1 and new l4-l5 interbody cage (B)(6) 2006 patient presented for "disc replacements at l4-l5 and l5-s1, posterolateral osseous and metal fusion of l4, l5 and s1, no hardware complications and no change since (B)(6) 2006". (B)(6) 2007 per medical record "examination of the lumbosacral spin 3 views indicate there is no change in the anterior interbody and posterior instrumented l4-l5 and l5-s1 fusion. The appearance of the cages and spacers are stable as is the appearance of the posterior instrumentation and laminectomy" . (B)(6) 2009, (B)(6) 2010 patient presents for three views of the cervical spin including flexioin and extension which indicate "mild degenerative changes involve the c4-c5 sidc space with moderate degenerative disc narrowing and endplate irregularity at c5-c6 and c6-c7, anterior osteophytes a the c5-c6 and c6-c6 levels are also seen along with mild facet hypertrophy at c7-t1 and myelogram." On (B)(6) 2011, diagnosed chronic low back pain and noted "differential diagnosis includes l3-4 facet joint mediated, spondylosis, failed back syndrome. " on (B)(6) 2012, an independent medical evaluation report previous opinions have not changed. Surgeon indicated that the cervical spine condition was not related to the (B)(6) 2005 work injury (B)(6) 2012 patient presents with c/o chronic pain. Physical indicates positive for recent weight gain, difficulty urinating, depression, gait is a mild analgic and patient is favoring her left lower extremity, shows mild footdrop with ambulation, back range of motion is quite limited, well healed incision, range of motion quite difficult in all directions. Indication of cauda syndrome. (B)(6) 2010 patient presented for a lumbar epidural blood patch with fluoroscopy (B)(6) 2012 underwent psychological treatment diagnosed axis 1: dysthymic disorder, moderate intensity, as well as, complex pain disorder with psychological factors. (B)(6) 2012 per medical record patient has developed cauda equina syndrome and still has complaints of chronic low back pain with recent exacerbation midline lumbar spine. Attorney reported: on (B)(6) 2006, l5 laminectomy and l4-s 1 posterior fusion. Foraminotomies l4-5 and l5-s1 bilaterally, l5-s1 interbody fusion using abbot cages and local morcellized autograft, bone marrow aspirate and platelet gel, and posterior segmental instrumentation, l4-s1 bilaterally using abbott spine.